Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection was performed and observed particulate matter in the fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small fibers were observed in an unspecified quantity of 500 ml eva (ethyl vinyl acetate) bags. The customer sent the device(s) to an independent laboratory for testing and the small fibers were noted to be cellulose, cellulose with lignin and polyurethane. This was observed during preparation. There was no patient involvement. No additional information is available.